Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the patient was experiencing pain and redness at the implantable neurostimulator (ins) site. It was unknown if any environmental or external factors may have led or contributed to the issue. The ins was planned to be explanted on (B)(6) 2017. It was noted that the issue occurred on the date of this report. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3778-60, (B)(4), implanted: (B)(6)2011, explanted: (B)(6)2017, product type: lead , product ID: 3778-60, (B)(4), implanted: (B)(6)2011, explanted:(B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient underwent a replacement of her entire system and was getting excellent coverage of her stimulator (ins). The rep had no further information on the patient as she was doing great. Additional information was received from the patient on 2017-10-18. The patient reported that in(B)(6)2017 the ins came out because it was coming through her skin, it somehow had gotten loose. The patient reported that the anchor cord in the upper spine came apart, causing stimulation to go way up to a location where it shouldn¿t have been at all, causing it to tangle and break apart. The patient reported that her ins was located in the middle of her back and it wasn¿t supposed to be implanted there. The patient reported that it irritated her a little and when she touched it, there was liquid there. The patient reported that she had a regular check up with her healthcare provider (hcp) that told her she needed to have surgery done, because if she didn¿t she could have a bacterial infection that could go up from her spine to her brain and kill her. The patient reported that she went into emergency surgery in (B)(6) 2017 that lasted 3 hours. The patient reported that the hcp wanted everything taken out and did send the patient to a spine center but the hcp still didn¿t understand why it happened and asked the patient if she had any falls/traumas or car accidents and the patient said no. The patient reported that she had a 79 degree deformation and didn¿t know if that was a contributing factor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the patient was seen for their annual progress check and was found to have early erosion of the generator with skin breakdown secondary to body habitus, severe kyphosis and weight loss. The leads were discovered to be unanchored and pulled down out of the epidural space into subcutaneous tissue during surgery to explant the generator. The patient had stated she had falls. The generator and leads were explanted and the patient was sent for spine surgery consultation secondary to worsening kyphosis and scoliosis. The patient had declined a fusion and requested a new stimulator which was implanted on (B)(6)2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the pain and redness at the implant site was unknown. The culture was taken as the physician suspected infection. The devices were explanted and patient started antibiotics. Patient's weight was unknown at the time of the event . The explanted devices were not going to be returned to the manufacturer. No further complications were reported/anticipated.